Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant at tooth site 46 fractured at the collar of the implant.

Manufacturer narrative:
(B)(4).

Event description:
No further event information is available at the time of this report.